Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet displayed repeated alert 38 indicating a motor stall during the fill tubing process, which persisted after restarts; the user was able to fill tubing to 100 units and complete a rewind, but the alert recurred, and the user transitioned to back-up therapy per troubleshooting guidance. Symptoms included nausea and stomach pain concurrent with hyperglycemia, with cgm readings reported as high and later improving to 140 mg/dl after administration of 12 units of humalog. Outcomes included temporary interruption of insulin delivery from the ilet and use of back-up therapy, without professional medical intervention or hospitalization. Investigation included guided troubleshooting, device restart, fill without supplies, and rewind attempts, as well as coordination for replacement and instruction on data sync, shutdown, and device return. The complaint was confirmed after attempting to rewind and alert 38 seen in notifications menu. After opening the device it was noted that the barrel and leadscrew seem out of position which was verified by removing the gear frame and confirming the components were in fact out of position. The dual barrel was removed completely and found that the bottom was broken and the inner insulin groves seem damaged or really worn out. The refurbishment department will replace various components detailed in the repair instructions.